Event description:
Same case as MFR#: 2134265-2012-00671. It was reported that during a biliary drainage procedure, there were removal difficulties. The amplatz (B)(4) guide wire was advanced into a (B)(4) flexima firm w/ro drainage catheter inside the patient's body. The physician was attempting to remove and change the drainage catheter. After the wire was advanced, the physician tried to pull the catheter back and cut the locking loop which did not completely unlock. Attempted to pull the drainage catheter back over the guide wire and it got stuck in the catheter. As they tried to pull the guide wire back out thru the drainage catheter the guide wire became unraveled and came apart. They removed everything as a unit. No patient complications were reported and the patient's status is fine.

Event description:
(B)(4). It was reported that during a biliary drainage procedure there were removal difficulties. The amplatz s/s st/035/145 guide wire was advanced into a vtcb/10.3 flexima firm w/ro drainage catheter inside the patient's body. The physician was attempting to remove and change the drainage catheter. After the wire was advanced, the physician tried to pull the catheter back and cut the locking loop which did not completely unlock. Attempted to pull the drainage catheter back over the guide wire and it got stuck in the catheter. As they tried to pull the guide wire back out thru the drainage catheter the guide wire became unraveled and came apart. They removed everything as a unit. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection was performed. The device was returned stuck to a stent section, approximately 20 cm, stent section was cut. The distal tip section from the guidewire was protruded approximately 2.5 cm from the stent tip section. The coiling was severely elongated and unraveled; also the coating was severely scrapped (peeled) along the entire body. The corewire presents a kink approximately at 138.5 cm and a fracture at 142.5 cm from the proximal section. The device appears to have been in contact with a sharp or metal object. External analysis: failure site exhibited tension and compression zones indicating a bending event. Also failure site exhibited two opposite compressed zones, which transform the cylindrical shape of the wire (diameter = 156.0 um) to a shape (width = 76.3 um). Failure surface presented a transversal cracking evidencing a bending overload. Failure surface showed several zones with evidence of dimples rupture. No material anomalies were found. Failure occurred due to a bending event followed by a tension overload in a transition zone from a cylindrical shape to a flat shape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).